Manufacturer narrative:
Burn with post inflammatory hyperpigmentation (pih) after harmony hr. The pih may not completely resolve. Background medication being used (hydrochlorothiazide) may increase photosensitivity and increase risk of burns.

Event description:
It was reported about a burn with post inflammatory hyperpigmentation following the harmony xl pro hr treatment.